Event description:
One of the units purchased (serial # (B)(4)) was found not to function as expected when used in the field. It was also found not to charge properly. Consequently, an additional six units (serial #s (B)(4)) were found to have similar problems.